Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the light guide lens of the colonovideoscope had foreign material. There was no report on the subject device being used in procedure after the suggested event was reviewed. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the light guide lens of the colonovideoscope had foreign material. There were no reports of patient involvement.